Event description:
Complainant alleged that the medics responded to a call for a patient (age & gender unknown) in cardiac arrest. The medics analyzed the patient's heart rhythm, the device issued a "no shock advised" prompt, the medics administered CPR. The medics again attempted to analyze the patient's heart rhythm three more times, however when the "analyze" button was depressed, the device's analyze function did not respond each time. The medics continued to administer CPR. The patient was transported to the hospital. Upon the patient's arrival at the hospital, the device voiced prompted a "no shock advised" message independently, without activating the analyze function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The facilities biomedical department was unable to duplicate the malfunction.